Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lagging sensation going into the armpit, depression and anxiety and capsular contracture baker grade iii-IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported lagging sensation going into the armpit. Has a wide frame the position of the implant was put in wrong, this led to depression and anxiety. One is lower than the other. Feels like it looks disgusting, it looks like [they] had three kids. The device has been explanted. Healthcare professional reported left side capsular contracture, baker grade "3/4". Left side.